Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were experiencing high blood glucose and no delivery alarm. Blood glucose level was 460 mg/dl. Customer reported that the support cap, looks normal. Customer stated that the insulin exited. Customer stated that the cannula was not bent. The insulin pump will be replaced.